Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and installed new getinge approved batteries and notified the customer to let them charge overnight. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the battery for the cs300 intra-aortic balloon pump (iabp) was experiencing issues. It is unknown under which circumstances this event occurred; however, there was no patient involved and no adverse event was reported.

Event description:
It was reported that the battery for the cs300 intra-aortic balloon pump (iabp) was experiencing issues. It is unknown under which circumstances this event occurred; however, there was no patient involved and no adverse event was reported.